Event description:
Red port burst when the nurse was flushing the line. There was no blood returned, only air returned. That was when the nurse discovered a crack in the PICC line just above the insertion site to patient.there was no harm to patient.device has been saved for manufacturer.